Event description:
It was reported that the customer was hospitalized with dka. Technician began troubleshooting the pump and family member discovered the reservoir was empty. The customer was unable to answer questions at the time. Recommended the customer call back for further troubleshooting.